Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the abutment is stable and the patient resume use of device. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patients experienced a loose abutment subsequent to sustaining a trauma to the cochlear implant side of the head.the patient underwent a surgical procedure (date not reported) to tighten the abutment.